Event description:
(B)(4). Event occurred in the united states. The patient woke up and felt high, so he gave himself a bolus. An hour later, he had high blood glucose level of 520 mg/dl and took another bolus. He then went to the bathroom and noticed that the tubing came out at quick release connector while sleeping. He started vomiting, had extreme nausea, shortness of breath and trouble in keeping liquids down, so he changed his infusion set before going to the emergency for treatment. The location of the infusion was at left leg on the middle to outer thigh and the pump was on his left side of body as well. The infusion was being used for two and a half days. The infusions were not stored, or used, in a place where they were exposed to extreme temperatures and humidity, as they were store in the house. The patient was not aware of any stress or pull on the tubing as he was asleep and often clipped it to his belt or pocket, and the pump was not dropped with the set connected to the patient's body. No further information available.